Event description:
It was reported by service report that the power cord's ground prong was broken. It was further reported that some of the warning labels were missing. No pt involvement or adverse consequences are reported.